Event description:
It was reported that during a laparoscopic hysterectomy, the hand activation feature on device did not work at start of case. A second device was used to complete case with no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a hand activation. During functional testing the hand switch assembly buttons worked as intended. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.